Event description:
The complaint is reported as "during the installation of the central venous catheter, right subclavian access, the medial lumen was checked with a stop in the lumen union area (connector),since physiological saline did not pass through the line. Distal and proximal lumens without problems.". No patient harm reported. A new device was used. The patient's condition was reported as critical, unrelated to the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material was observed inside the extension lines. Visual analysis did not reveal any defects or anomalies. The catheter body length from the juncture hub to distal tip measured 217mm which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.39mm which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. The returned syringe was filled with water and attached to all three extension lines and flushed. No blockages or leaks were encountered. Performed per IFU statement "flush lumen(s) to completely clear blood from catheter". A lab inventory guide wire with a diameter of .032" was inserted through the catheter distal tip and distal extension line. Little to no resistance was encountered as the guide wire passed as expected. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". The report of a blocked catheter was not able to be confirmed through complaint investigation. Visual , dimensional, and functional analysis did not reveal any defects or anomalies of any kind. Additionally, a device history record review did not reveal any defects or anomalies. Based on the customer report and the testing performed, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "during the installation of the central venous catheter, right subclavian access, the medial lumen was checked with a stop in the lumen union area (connector),since physiological saline did not pass through the line. Distal and proximal lumens without problems.". No patient harm reported. A new device was used. The patient's condition was reported as critical, unrelated to the device.